Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint to perform a failure analysis. The touch screen was installed onto the test system and upon startup it was noticed immediately that the touchscreen was completely unresponsive. The start button could not be pressed at all, nor any of the settings. Calibration did not pass the squares test when performed. The error log files were reviewed for any errors pointing to the touchpad, but none were found. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the screen was unresponsive and replaced the touch screen to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, after the user pushed the start button on the surgeon side console (ssc) touchpad, the normal login screen was shown but the user was not able to make any selection. Also, the other buttons on the screen were not functional. The surgeon was using the other console of the system which was connected since the start to perform the surgery. The customer performed a power cycle of the system, but the issue persisted. An intuitive surgical inc. (Isi) technical support engineer (tse) reviewed the logs and found no related errors. The procedure was completing as planned with no reported injury. Isi has made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.